Event description:
This harmonic device was used for a significant portion of the case when abruptly stopped working and displayed an error code, "replace instrument." After trouble shooting with the same result, we replaced the instrument.